Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition that made analysis impossible. The blue needle pusher in the lancet drum area is bent. The device was not prime or fire.